Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 500 mg/dl. Customer had treated their blood glucose with a manual injection and a bolus. The customer stated their high blood glucose occurred after they worked out. It was also found the customer's blood glucose rose after they had changed their infusion set. The customer was able to lower their blood glucose by changing their infusion set and reservoir again. It was found the customer had labor pains due to their high blood glucose. Troubleshooting found the customer's drive support cap appeared to be normal. The customer also stated their insulin pump does not alarm no delivery. Customer did not want troubleshoot any further and requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.